Manufacturer narrative:
(B) (4). Product will not be returned for evaluation.

Event description:
It was reported per field service report: pump on pt: symptom - helium leak, possible source side. Findings/action taken: noticed slight drop in helium pressure during leak test. Replaced worn helium washer. Performed world wide system functional checklist, pump passed. Additional information received from the field service expert stated that the helium washer was discarded at the hospital and will not be returned for evaluation.